Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-05789 and 0001822565-2019-00967. Date of birth: unknown date in (B)(6). Concomitant medical devices: unknown nexgen rhk femoral stem catalog#: ni lot#: ni, unknown nexgen rhk femoral catalog#: ni lot#: ni, unknown nexgen rhk tibial insert catalog#: ni lot#: ni, unknown nexgen rhk tibial tray catalog#: ni lot#: ni, unknown nexgen rotating hinge knee service kit catalog#: ni lot#: ni. Report source: (B)(6). Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent a revision knee procedure. Subsequently, the patient was revised due to fracture of the coupling bolt.